Event description:
Initial result for a patient potassium was 1.0 mmol/l and when repeated the result was 1.5 mmol/l. Additional testing gave a result of <0.2 mmol/l. A second draw gave result of 4.0/4.1/4.1/4 mmol/l. The patient was not treated based on the incorrect results. The issue appeared to be sample specfic and no additional sample was available for investigation.